Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old female was implanted with an impella cp device for mechanical circulatory support. During support, the patient¿s bilateral distal pulses were absent. A round of cardiopulmonary resuscitation was required and epinephrine bolus was given before obtaining return of spontaneous circulation. The patient remained on impella cp support.